Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the decision was made to place an impella 5.5 on a patient with multi vessel disease. The impella 5.5 was placed per protocol without issue. During support, the patient experienced significant abdominal pain followed by a lactate of 16 requiring increases in chemical support. Computed tomography imaging revealed a thrombus in abdominal aorta that was occluding the superior mesenteric artery (sma) and partially occluding the celiac artery. Additionally, there was excessive bleeding from the impella site with coagulopathy/shock liver requiring blood products. The patient was taken to operating room emergently for exploratory laparotomy. Necrotic ascending and transverse colon resected followed by sma thrombectomy. Additional area of bowel was removed. The belly was left open with wound vac in place. Urine output had picked back up since volume resuscitation. The impella pocket was washed out and re-closed. It was also noted that the patient had suction alarms that were volume related. More blood products and volume were administered and suction alarms resolved. Additional packed red blood cells and plasma were also being administered. Ultimately, the family withdrew care and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.